Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 07/14/2016. (B)(4).

Event description:
A nurse reported postoperative endophthalmitis following an intraocular lens (iol) implant procedure. The patient had a corneal suture, mild bombe, and hypopyon as a complication of the event. Symptoms resolved with treatment. The lens remains implanted.